Event description:
During post angiogram procedure a vascular closure device known as vasoseal e-s, a collagen plug, was deployed into the right femoral artery to obtain hemostasis or sealing of the artery. Post procedure pulse checks revealed absence of palpable or doppler dorsalis pedis pulse, but presence of doppler posterior tibial pulse. Surgeon was notified and angiogram of right femoral artery showed blockage at insertion site of collagen plug. The pt was kept overnight for observation.